Event description:
It was reported that the stent became stuck. A synergy megatron mr ous 4.00 x 24mm was selected for treatment of the target lesion. During the procedure, the balloon of the stent delivery system became stuck on the guidewire after deflation. There were no patient complications.

Manufacturer narrative:
B3 date of event: (B)(6) 2024 used as date of event, as actual date is unknown.